Event description:
A report was received that the patient's leads showed high impedances. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's leads showed high impedances. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Additional information was received that the patient¿s lead had a fractured splitter. It was also reported that the stimulation was causing discomfort in the legs and that the patient¿s remote control (rc) would not communicate with the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-2316-50, serial #: (B)(4), description: infinion¿1x16 perc lead kit-50 cm; model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Additional information was received that the patient¿s lead had a fractured splitter. It was also reported that the stimulation was causing discomfort in the legs and that the patient¿s remote control (rc) would not communicate with the ipg.

Manufacturer narrative:
Additional information was received that there will be no further course of action regarding the explant. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads showed high impedances. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient's leads showed high impedances. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician suspected device malfunction due to the broken lead splitter.

Event description:
A report was received that the patient's leads showed high impedances. The patient will undergo an explant procedure.